Event description:
This spontaneous case was reported by a journalist and describes the occurrence of allergy to metals ("nickel, chrome and tin allergy"), device breakage ("a fragment of essure was forgotten") and loss of consciousness ("black-outs") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("a fragment of essure was forgotten"), pain ("pain"), pain in extremity ("radiating pain in the legs"), abdominal pain ("persistent pain on abdomen"), abdominal pain upper ("a sense of stabbing in the stomach"), migraine ("recurrent migraine"), fatigue ("chronic fatigue"), visual impairment ("visual disturbances") and loss of consciousness (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy on (B)(6) 2017 and hysterectomy in (B)(6) 2017). Essure was removed. At the time of the report, the allergy to metals, device breakage, complication of device removal, pain, pain in extremity, abdominal pain, abdominal pain upper, migraine, fatigue, visual impairment and loss of consciousness had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, complication of device removal, device breakage, fatigue, loss of consciousness, migraine, pain, pain in extremity and visual impairment to be related to essure. The reporter commented: after removal of inserts by salpingectomy on (B)(6), she discovered that the obstetrician had forgotten a fragment. She is now cured after undergoing hysterectomy in (B)(6). Case received from a journalist via publisher reporting testimony of a patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-jul-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1650 cases. Allergy to metals. The analysis in the global safety database revealed 264 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.